Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since implant there were slightly high thresholds on he right ventricular (rv) lead. It was noted the patient had cardioversion shortly after the implant. It was also reported the implantable pulse generator (ipg) battery depleted at a high rate. The ipg was removed and replaced. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.